Manufacturer narrative:
The device was returned to olympus for an annual inspection and in addition to the reported in b5, the evaluation found the following: due to a crack on the control unit the water tightness was lost, due to a crack on the plastic distal end cover the insulation resistance value at distal end did not meet the standard value, the light guide lens had a crack and a chip, the bending section cover rubber had wear, the connecting tube had a buckling, due to wear of the angle wire the bending angle in the up direction did not meet the standard value, the image guide protector was damaged, and due to a pinhole on the universal cord water tightness was lost. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported to olympus that the evis exera ii colonovideoscope was due for an annual inspection. No patient harm was associated with this event/request. The device was returned to olympus for an annual inspection and found due to damage the angulation becomes locked and cannot disengage, due to deformation of right/left sprocket the bending section could not be controlled at all, and the right/left holds the position with no automatic return. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been more than 7 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the user hit the control section during handling which caused damage of the bending mechanism inside the control section. The event can be detected and prevented by following the instructions for use which state: -evis exera ii gif/cf/pcf type 180 series operation manual chapter 3 preparation and inspection 3.2 inspection of the endoscope_ inspection of the bending mechanisms -evis exera ii gif/cf/pcf type 180 series operation manual _important information ¿ please read before use_ warnings and cautions :do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. Olympus will continue to monitor field performance for this device.